Event description:
Procedure type: hernia. According to the reporter: the inflation bulb did not inflate. The device was removed and a new device was used to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was not tissue damage or unanticipated tissue loss. No pt injury reported.

Manufacturer narrative:
(B)(4).